Event description:
It was reported that the patient presented with a power on reset (por) on the implantable pulse generator (ipg). It was determined that the patient had been using a peripheral nerve stimulator which coincided with the por. The device was reset and remains in use. The patient is a participant in the surescan pas clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).